Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain and complex regional pain syndrome type I. It was reported that the patient mentioned a problem with a machine. No further clarification was asked as patient requested a spanish speaking agent to talk with and a message was forwarded that team to call the patient back. It was reported that the patient was feeling a burning sensation from their stimulator. The patient went to their healthcare provider (hcp) but was told there was nothing more they could do, and the patient was redirected to contact a manufacturer representative (rep). It was reported that the patient had tried calling a rep but hadn¿t gotten through to anyone. Patient services offered to email the rep. They also reviewed that the patient could try turning stimulation down or off to see if the sensation would change. It was indicated that the burning sensation was at the ins site and the symptoms reported were gradual. The patient noted that at first, they didn¿t pay attention to it, but then once they started noticing it more they went to the hcp and was given pills, but they didn¿t help the burning. The event began about two months ago and got worse in the last month/15 days (2018). No further complications were reported/anticipated.